Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) experienced a loss of therapy. Surgical intervention was undertaken and intra-operative diagnostic testing was unable to register impedance readings. The lead was explanted and replaced and effective therapy was restored.